Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and confirmed that the same malfunction did not recur after resetting. A one-time pump replacement was arranged due to the malfunction, and the customer was instructed on returning the problematic pump, programming settings, and connecting the cgm to the replacement pump. The caller acknowledged understanding of these instructions.